Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the returned shaft portion of the pin exhibits circumferential scarring. The pin could have snapped and broke during surgery if it was subjected to any eccentric loading upon insertion in the bone, causing it to bow or bend and break. Instruments used are unk; it is unk whether the technique correlated with the surgical technique. There is insufficient info provided to determine the root cause of the reported event. Eval: device history records indicate all components were mfg and inspected to spec. (B)(4).

Event description:
It is reported that while driving the threaded pin, the shaft broke. The fractured piece was left in-vivo.